Manufacturer narrative:
No fault found. The patient¿s historical data and device log was reviewed and found the xtr telemetry system recognized a pause of 5.6 seconds and appropriately generated a high priority alarm for asystole. The system then recognized the second pause of 3.6 seconds that immediately followed and generated a sequence of medium and high priority alarms for pause, ECG extreme low limit, and ECG low limit. Spacelabs field service engineer went on-site tested product all passed, including both visible and audible alarm notifications. This report is considered final and the issue closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020 fse reports the staff are reporting while reviewing the patient record for tlm05(2340) in clinical access they found a pause alarm, and they don''t think that it alarmed on the xhibit central. No injury was reported as a result of this event.